Event description:
It was reported that (2) tsw35 device were used during a laparoscopic splenectomy procedure. It was reported by the rep that the surgeon attempted to use the tsw35 on a normal "purchase" tissue during the procedure. The jaws of the instrument were closed onto the tissue, and firing process was completed. The jaws of the instrument would not open and the back firing handle would not retract bact to the starting position. The surgeon maunally opened the firing handle and removed the incident. A second tsw35 was introduced with much the same effect. After the second was fired and maunally opened, many of the staples in place appeared unusually "twisted" and contorted. The surgeon finished the procedure using an endo-stitch device and there was no consequence to the pt.